Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the stingray lp balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. When received there was blood present in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device presented no damage to the balloon; however, there was damage to the outer shaft with a kink 4cm proximal of the tip. Functional testing was performed by attaching an inflation device filled with water to the device. The device was not able to be inflated due to the dried blood in the inflation lumen, so it was soaked in a warm water bath. After soaking the device, the inflation device was hooked up to the catheter, when pressure was applied water leaked from the tip. The wire lumen was inspected, and it was found that there was a hole in the shaft at the location of the shaft damage and kink. The damage to the wire lumen and outer shaft is consistent to damage caused by a guidewire while advancing through the inflation lumen.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed, 24mm x 3.4mm target lesion area was located in the moderately tortuous right coronary artery (rca). A stingray lp catheter was selected for use. During preparation, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed, 24mm x 3.4mm target lesion area was located in the moderately tortuous right coronary artery (rca). A stingray lp catheter was selected for use. During preparation, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was stable post procedure.